Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08124 further investigation on the reported event identified the patient discontinued charging the ipg due to pocket heating. As a result, an sjm representative confirmed the ipg was inoperable. The inoperability of the ipg and subsequent surgical intervention will be documented in reference MFR. Report: 1627487-2014-08126.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-08124. It was reported, the patient was experiencing pocket heating at the ipg (implantable pulse generator) site which initially started as slight warmth and then became hot. No further information was available at the time of this report. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in field advisory and field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.